Manufacturer narrative:
D4: medical device lot #: 2045792 d4: medical device expiration date: 31-jan-2027 h4: device manufacture date: 04-apr-2022 investigation summary three photos received by our quality team for investigation. Upon visual evaluation, scale marking is missing from the syringes. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, possible root cause is associated with operator failure to segregate the syringes. Actions will be implemented including installation and detection of system, and manufacturing personnel have been notified and additional training to reinforce proper assembly has been performed.

Event description:
It was reported that 7 bd plastipak¿ syringes had no scale markings. The following information was provided by the initial reporter, translated from spanish: "today they report 7 units, which are also without volumetric scale.

Manufacturer narrative:
Three photos received by our quality team for investigation. Additionally, fifty six syringe samples received. Upon visual evaluation, scale marking is missing from the syringes. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, possible root cause is associated with operator failure to segregate the syringes. Actions will be implemented including installation and detection of system, and manufacturing personnel have been notified and additional training to reinforce proper assembly has been performed.

Event description:
No additional information received. "I again report a novelty that is presented with the input (B)(4) desec syringe without needle 5ml 302553 bd, today they report 7 units, which are also without volumetric scale, taking into account the above, I confirm the rest of the product that we currently have for return. Desc syringe without needle 5ml 302553 bd quantity: 39 units __ additional information received on 11.may.2023: ¿ what is the batch of the product? A: 3045792 ¿ could you send photos of the product where it is possible to observe the reported deviation? A: yes ¿ do you have products available for evaluation? A: yes rcc comments: the batch number informed does not match the product reported. __ additional information received on 07.jun.2023: the correct batch is 2045792.

Event description:
It was reported that 7 bd plastipak¿ syringes had no scale markings. The following information was provided by the initial reporter, translated from spanish: "today they report 7 units, which are also without volumetric scale"

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that 7 bd plastipak¿ syringes had no scale markings. The following information was provided by the initial reporter, translated from spanish: "today they report 7 units, which are also without volumetric scale".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.